Event description:
Pt underwent varex procedure on 03/13/2006. During the procedure, the hook tip broke in the pt's vein. An x-ray was taken to locate the broken tip, and then the physican removed the broken tip.